Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: had to cut the wire as close to flush as possible with the anchor probable root cause: design: poor mechanical advantage of locking feature; materials of inserter locking mechanism cannot withstand user locking forces manufacturing; locking mechanism not manufactured or assembled to specification; incorrect heat treatment applied; application: not enough force applied; user unfamiliarity with device. The device manufacturer date is not known because the sale rep was unsure which lot correlated to the complaint. (B)(4).

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire could not be removed so it was cut flush to the anchor/bone. The procedure was completed successfully.